Manufacturer narrative:
Additional narrative: this report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. - (B)(4).

Event description:
This report is being filed after the review of the following journal article: mehdi, sy., et al. (2011) "repair of the central slip of extensor tendon and the open mallet using mitek mini bone anchors", vol. 34, pages 13-17 (pakistan) this study emphasizes on using mitek bone anchors to repair open mallet and open central slip avulsion injuries, hence evaluating their post-operative outcomes. The patients evaluated on course of this study: four patients with open mallet injury and ten patients with open central slip avulsions were treated using the mitek mini bone anchors between august 1997 and march 1998, using the older reusable inserter technique. In each case, the extensor tendon was shaved off its point of insertion on the middle or distal phalanx. All patients were operated in within 2 days of the open injury without any conservative measures pre-operatively. Post- operatively, the joint was maintained in an extension with a single trans-articular kirschner wire or splint for 2 weeks, followed by gradual mobilization and active and passive exercises. Each patient underwent an objective evaluation to assess joint stability, the joint's range of motion and grip strength compared to the uninjured side. Patients also underwent a subjective evaluation at the end of the follow-up period. The operative procedure was successful in all but one patient. One patient needed a relook procedure. Two patients were lost to follow-up, while the rest were followed up for a mean duration of 11 months (range = 5-24 months). Subjectively, two patients had excellent results, seven had good results, two had fair, and one achieved poor results. The article describes the following procedure: repair of the central slip of extensor tendon and the open mallet the devices involved were: mitek bone anchor systems (mitek surgical products, (B)(4)). The 0-ethibond braided suture was threaded in the anchor and passed through the detached tendon in a half-horizontal mattress fashion and tied under tension. Complications mentioned in the article were: - the anchor was dislodged anteriorly and a relook procedure had to be performed. A copy of this literature article is attached to this medwatch report.